Event description:
On (B)(6) 2010, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan detected a slight type ii endoleak (point of origin unk). No aneurismal growth was reported. On (B)(6) 2012, the pt elected to have a CT-guided thrombin injection to treat the type ii endoleak. The pt tolerated the procedure. It was unk at the time whether the endoleak has been fully resolved. The physician will re-evaluate the pt in one month.

Manufacturer narrative:
Add'l excluder devices included in this report: pxc121200 / 7767676, pxa280300 / 7980633. A review of the mfg records for the devices verified that the lots met all pre-released specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.